Event description:
It was reported that the external pulse generator (epg) displayed an error. The epg was received into service and subsequently tested out-of-specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the epg displayed an error code. It was noted that the main printed circuit board (pcb), upper case, keypad flex, lower case, liquid crystal display and display frame were contaminated, the output connector assembly and hanger assembly were broken. Two or more occurrences of an error code were noted on the pcb. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.